Event description:
It was reported a patient experienced and was hospitalized for atrial flutter and pulmonary edema coincident with peritoneal dialysis (pd) therapy on the homechoice. Treatment and outcome are unknown. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The service history review will not be performed due to the fact that the device was serviced more than one year ago. The device was not returned , therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A review of the device history was performed and there were no issued found related to the reported event. A service history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.